Manufacturer narrative:
Patient's sex was not provided. If the requested information becomes available, supplementary report will be submitted. Patient's age and weight was unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation.